Event description:
A surgeon reports a pt had an intraocular lens (iol) implanted in 2004. The postoperative slit lamp exam revealed no problems with the iol. The pt had retinal surgery the following month. During the surgery, a large scuff mark was noted on the iol. The lens was removed and replaced by the implanting surgeon 2 days later. Add'l info has been requested.